Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two xtr clips were successfully implanted in a2/p2. To further reduce the remaining significant mr, a third xtr clip (00130u154) was implanted. However, the clip reopened approximately 45 degrees and then detached from one leaflet, while remaining attached to the other leaflet (slda). Mr increased and a posterior leaflet rupture was observed. Due to the slda, two additional clips were attempted, but were unsuccessful due to the short posterior leaflet and were removed without issue. Another clip was successful and a total of four clips were implanted, reducing mr to grade 3. The patient left the operating room in stable condition. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the clip (00130u154) detached from the posterior leaflet and remained attached to the anterior leaflet. The leaflet injury was seen while getting out of chordae with the ntr clip, (91216u168). It is possible the ntr cilp could have also contributed to the leaflet injury. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. The patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott medical affairs manager who concluded: from the analysis of the echo movies, the image shows already some sort of leaflet damage just after deployment of the 3rd clip (unable to understand if before or after the clip opening to 45°). The damage seems to be more of the anterior leaflet as the clip seems to be much more stable toward the posterior leaflet. In addition, the image clearly shows damage of the anterior leaflet. The rest of the reported information and the cine analysis is the same. No causes can be inferred as why the clip opened and why the leaflet become damaged. A cause for the reported unintended movement (clip open- locked) could not be determined. A cause for the reported single leaflet device attachment/slda could not be determined as well. The reported tissue damage was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The ntr clip referenced in b5 is filed under MFR # 2024168-2020-05807.